Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: unknown, ubd: , UDI#: unkown. H6: fdm b17, fdr c20, fdc d16 and img g02030 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, there is error message indicating issue with patient interface. There was no patient impact.

Event description:
Additional information received that system was rebooted.

Manufacturer narrative:
H3: product analysis found that, the customer's complaint has not been confirmed. The device has been received in good condition. No anomalies have been found. H6: the previously applied fdm b17, fdr c20 and fdc 16 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot number : (B)(6), UDI#: (B)(4). H3: product analysis found that, the customer's complaint has not been confirmed. The device has been received in good condition. No anomalies have been found. H6: the previously applied fdm b17, fdr c20 and fdc 16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.